Manufacturer narrative:
After further evaluation, the suspect medical device was changed from list 03p25-07 to list 03m74-02. MDR number 1628664-2019-00706 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. Sid (B)(6) had an initial result of 98.3. A second sample was drawn (sid (B)(6)) and the result was <10. Retest of both specimens was <10. No impact to patient management was reported.